Event description:
It was reported by the patient that he allegedly underwent a hip arthroplasty in 2003 where he was implanted with an unknown stryker device. It is further alleged that the patient is now experiencing "a great deal of pain" in that hip.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown hip. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Legal matter.